Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm but was unable to clear it by pressing the esc and act buttons. The customer's insulin pump was not exposed to a high magnetic field and did not drop the insulin pump. The customer had discontinued use of the insulin pump and reverted to manual injections per medical prescription until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.